Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. In addition of the above evaluation, the device's following parts were replaced as regulated by maintenance procedure to prevent failure: pollen filter, exhaust fan assembly, 43-micron filter. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The device's software version was checked. The device's the air path foam and the inlet air path assembly will be replaced when replacement air path foams and inlet air path assemblies arrive.